Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm and a motor error alarm. Customer's blood glucose was 91 mg/dl. Customer reported that when changing empty reservoir a no delivery alarm was received along with a motor error alarm. During troubleshooting for motor error, customer was able to rewind. Customer was not able to complete troubleshooting for second no delivery alarm due to not having any more supplies. Customer was advised to call back when in receipt of supplies.